Event description:
I used the mini fasciablaster as instructed and it caused bruising, stretched out my skin, and caused serious pain on my skin. My thighs and buttocks have hard lumps under my skin and is very painful. My in thighs are so tight, that it hurts to move or stretch. My muscles are dead, flat and have just deteriorated. At night is difficult to sleep, because of the pain. Please look into this product, I would hate to see other suffering this way. Thank you.